Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 11-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was taken to the operation room because impella pump stopped while intubated on va ECMO. The pump was successfully exchanged.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was not returned for investigation. According to clinical details, the pump was exchanged with a new one after the pump stop event. The cause of the pump stop issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03201 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.